Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for the reported damage. Results: visual inspection revealed that the feedset tube was torn, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 101222. Conclusion: it is likely that the feedset tube has been pulled, causing it to break. Every mr290 chamber is pressure tested following the manufacturing process and any holes or leaks in the feedset are identified during this process. Any chamber that fails this test is rejected. This suggests that the feedset tube of the mr290v chamber was damaged post production. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our monitoring and trending of complaints involving broken or damaged mr290 water feedsets has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported that while an mr290v vented autofeed humidification chamber was in use, the nursing staff noticed that it was leaking. Further inspection revealed that "the line from the water bag was partially severed." No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for the reported damage. Results: visual inspection revealed that the feedset tube was torn, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 101222. Conclusion: it is likely that the feedset tube has been pulled, causing it to break. Every mr290 chamber is pressure tested following the manufacturing process and any holes or leaks in the feedset are identified during this process. Any chamber that fails this test is rejected. This suggests that the feedset tube of the mr290v chamber was damaged post production. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that while an mr290v vented autofeed humidification chamber was in use, the nursing staff noticed that it was leaking. Further inspection revealed that "the line from the water bag was partially severed." No patient consequence was reported as a result of this incident.